Event description:
The devices history record was reviewed, no event linked with the reported issue was found. Devices history logs were reviewed, and the data embedded in the history logs are insufficient to confirm the reported event. The reported device was received in brézins for investigation. The external inspection revealed: 1. Traces of soiling are visible on the product. 2. A misalignment of the anti-siphon arms. The internal inspection shows: 1. The pump's interior shows dirt. 2. The cpu board is dislodged from its slot. 3. The linearity sensor kit shows early signs of wear. 4. The power ribbon cable between the cpu board and the power supply module is partially damaged. As part of reproducible testing, flow rate tests were carried out with two 50 ml syringes from different brands. The measurements obtained comply with the performance specifications mentioned in the IFU, namely a tolerance of (B)(4). During quality control, three deviations were identified: 1. Soiling: the product shows visible traces, affecting its appearance. 2. Locking: the locking system presents abnormal resistance during handling. 3. Alignment: the anti-siphon arms are misaligned. For this complaint, the reported issue could not be reproduced, the device operated in accordance with its specifications and no root cause was identified, the complaint is therefore not valid. It is recommended to: 1. Perform the maintenance and replace the anti-siphon mechanism to realign it. 2. Proceed with a complete cleaning of the pump's interior and exterior. 3. Reinstall the cpu board correctly. 4. Consider replacing the linearity sensor kit 5. Replace the ribbon cable connecting the cpu board to the power supply. 6. Upgrade the software. To our knowledge this complaint is not being related to patient safety. This complaint is considered as: not valid. The trend is: n/a.

Event description:
The following has been reported by customer: prescription on (B)(6) at around 10 p.m. For a 10 mg/24-hour oxynorm syringe pump. Syringe placed on agilia pump, taken from the supply room at 10:28 p.m. By the night nurse. On (B)(6) at 10 a.m., the syringe was already empty. The day nurse confirmed that the flow rate was indeed 1 ml/h, that the type of syringe was correct, and that the information on the label matched the prescription and was filled to 24 ml. The nurse confirms that she prepared 10 mg of oxynorm, filled the syringe to 24 ml, and entered the correct type of syringe. When the syringe ran out prematurely, the patient showed clear signs of morphine overdose (drowsiness / mydriasis without respiratory pause). Then, test carried out in the treatment room: the syringe also ran out twice as fast as expected. Reporting as a conservative measure. Adverse effects were reported. More information is needed to complete the investigation.